Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01484. Follow up information identified the patient underwent surgical intervention to replace both of the patient¿s leads.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01484. Follow up information identified postoperatively, effective therapy was reported to the patient.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01484. It was reported the patient experienced ineffective stimulation. A system check revealed the system was auto reducing due to high impedances on multiple contacts. As a result, the patient may be pending surgical intervention.